Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
15-20mm of pinnacle revision drill bit broke off while drilling screw hole in pinnacle sector cup. Could not be removed without pulling cup out, surgeon made decision to leave piece embedded in bone of patient's pelvis. Surgery delay 5-10 minutes. Procedure successfully completed

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
A. Lot number a) lot number was illegible on the item, has since been discarded so will not be able to identify on my end. B. Was there any adverse consequences that affected the patient because of the reported event? B) no immediately apparent adverse consequences for the patient (aside from unwanted metal embedded in pelvic bone). C. Please verify what part of the drill bit broke was it the fluted tip or the coiled shaft? C) it was the fluted drill tip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.